Manufacturer narrative:
The system was examined and the reported event was confirmed (via event logs). The lamp was replaced to address this issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 21, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp. However, determining if the lamp is nonconforming or past its rated life expectancy cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for a procedure, the table top illuminator failed to ignite. An alternate system was used to proceed with surgery.